Manufacturer narrative:
The device is an automatic external defibrillator, and the actual device involved was evaluated. The complaint was confirmed. The investigation revealed that the failure was due to the connection of the ECG cable (result code 423) to its connector (result code 435). To resolve the issue, the current process removes the connector and solders, a new cable directly to the board to reduce the possibility of intermittent connections. Upon completion of the repair, the device performs to specifications.

Event description:
The customer indicates that the device has intermittent lead faults.